Event description:
Dr. Reported that two abutments broke in function.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product could not be completed, since the lot number was unavailable from the dr's office.